Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID 977a260, serial# (B)(4), implanted: (B)(6) 2016, product type lead. Product ID 977a260, serial# (B)(4), implanted: (B)(6) 2016, product type lead.

Event description:
Information was received from a manufacturing representative (rep) regarding a patient with an implantable neurostimulator (ins) for spinal pain. It was reported that the patient¿s ins was uncomfortable in the pocket and was being explanted today. The consideration of leaving the leads in place was reviewed. The rep stated that the therapy did not work for the patient so they did not use it and the ins was uncomfortable in the pocket and bothered them. The event date was asked but was unknown. No further complications were reported/anticipated.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID 977a260 lot# serial# (B)(4) implanted: 2016 (B)(6) explanted: 2017 (B)(6) product type lead product ID 977a260 lot# serial# (B)(4) implanted: 2016 (B)(6) explanted: 2017 (B)(6) product type lead. Device code (B)(4) no longer applies. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturing representative (rep) reporting that the patient had mentioned that the cause of their ins being uncomfortable was due to the battery location rubbed on their belt line and was uncomfortable. The patient stated that their therapy did work well for their pain in the beginning, but after some time it didn¿t seem to help anymore. It was noted that they had not been seen for reprogramming in over two years. It was indicated that the patient¿s leads were also explanted. None of the devices were going to be returned as the physician did not see any need in doing so. It was indicated that there was nothing concerning about the patient¿s system. The patient¿s weight was asked, but was unknown and would not be made available. The provided information had been confirmed with the physician. No further complications were reported/anticipated.